Event description:
The customer reported failed quality control (qc) results and system checks involving the unicel dxi 600 access immunoassay system. The night prior to the event, the customer obtained failed qc and wash collar vacuum errors; the customer replaced the duck-bill valve on the unit and successfully completed qc and calibrations. No patient samples were analyzed at the time of this event. Patient results were not impacted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered one of the aspirate probe tubing was not functioning properly and jammed in the peristaltic pump which may have allowed some fluid to remain in the reaction vessels (rvs). The fse replaced the tubing and obtained a passing system check and assay quality control (qc). Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the aspirate probe tubing is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.